Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pace lead impedances greater than 2,000 ohms. Other lead measurements were stable and there is no noise on the rate/sense channel. Further troubleshooting was to be performed. The patient's lead data was evaluated, the pacing impedances have gradually increased overtime and the thresholds and sensing are stable. There is no evidence of noise on the rv channel. Additional information indicates that this lead continued to exhibited out of range pacing impedances. Noise was reported to be observed on the shock electrogram and some on the rate/sense channel; however, it is not being sensed by the device. There has also been an increase in pacing thresholds. Additional information indicates that a revision procedure was performed and the rv lead was explanted and replaced due to high pacing and shock impedances along with noise on the shock channel. No adverse patient effects were reported during the procedure. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.